Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 29-jun-2022. The device evaluation was completed on 08-jul-2022. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator and a good-known laboratory sample catheter were introduced through the sheath and no obstruction or resistance was detected. The dilator's outer diameter was measured and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue was confirmed, since the hemostatic valve failure could cause the resistance/obstruction reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. Manufacturer's reference number: pc (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially, the inner sheath could not advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-jul-2022, the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The hemostatic valve separation issue was assessed as MDR reportable. The awareness date for this reportable lab finding was 08-jul-2022.

Manufacturer narrative:
Additional information was received on 04-aug-2022 confirming a second catheter was used to complete the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).